Event description:
An indwelling 2-way bard foley catheter had been placed. At the time of discharge, the nurse was unable to deflate the balloon when the catheter ordered to be removed. They cut the balloon port and still were unable to deflate the foley balloon. Urology was consulted on the patient after multiple attempts. The patient then required two separate visits to interventional radiology to attempt to drain the balloon. After the second visits and multiple attempts, the balloon was deflated and the catheter was removed. The catheter was inspected by the urologist and the pieces were intact. There were no retained portions of the balloon or catheter.